Event description:
Exhaustion, hyperglycemia, vomiting (hyperglycemia). Case description: a pharmacist called for a pt who had been using a novopen 3 device for three weeks and reported that the pt was recently hospitalized. Upon speaking directly with the pt, pt stated that their blood glucose levels have been elevated and pt has felt exhausted ever since they switched from conventional syringe to the device in question. Pt suspects that they were not receiving their full dose of insulin because insulin continued to stream from the needle after pt withdrew it from their skin. Pt discontinued using the device after three weeks and their blood glucose levels improved. Three days after pt resumed using conventional syringes, pt stated that they became violently ill and was hospitalized. The pt indicated that pt received IV therapy, but pt is unaware of the specific treatment details. Pt is unable to provide blood glucose levels upon admission. The pt insists that the hospitalization is due to a device malfunction although pt was not using the device at the time of the event. Pt does not feel that there was a problem with the insulin cartridge or vials. The pt was being treated with antibiotics for a boil that had been lanced ten days earlier. A nurse from the pt's physician's office reported that the pt was hospitalized for diabetic ketoacidosis. No further info was provided, but has been requsted.